Event description:
Digital rf table started to tilt to trendelenberg on it's own. The radiology technician called for help and another technician pushed emergency stop button and table stopped. Table was returned to horizontal position, pt was not injured. Examination was completed.